Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst tool that during a rotator cuff repair the device had metal shedding. There was a 10 minute delay to the procedure and the shavings were washed out of the joint. The affiliate reported that there was no patient harm. Additional information received from the affiliate on 02/12/2019 reporting that the procedure was completed with another readily available device. The affiliate also reported that 2 devices were impacted but only 1 device will be returning for an evaluation because the other device was discarded.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the surfaces of the inner blade and outer hub were scratched in the lateral direction. To test the functionality of the device, the inner blade was rotated in both directions. From this operation, no notable resistance was detected. Per the IFU, proper irrigation must be maintained while the device is in use. If proper irrigation is not maintained, excessive friction can occur between the inner blade and the outer hub therefore causing metal particulate shedding. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).